Event description:
Paramedics were called to the scene of a man, who had collapsed while using a stairmaster. The device was turned on and defibrillation pads were connected to pt. According to the reporter, the device displayed a, "connect electrodes", warning. The reporter said that CPR was administered while new pads were connected to the pt but, "connect electrodes", was displayed again. CPR was continued while the medic unplugged the connector and reconnected it. The device detected the electrodes and began monitoring the pt. Delay was about one minute. The pt was shocked twice during the event, with CPR administered before, between, and after shocks. The reporter notes the pt was in v-fib or asystole during the entire event. The pt was transported to hospital by an ambulance, but the reporter is unaware of the pt's outcome.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing. Physio was unable to confirm or reproduce the reported problem. The reported event was reviewed by clinical affairs at physio-control who determined that no device malfunction occurred during the event. The device was returned to the customer for use.